Event description:
It was reported, that this implantable cardioverter defibrillator (ICD). Emitted beeping tones, due to a high out of range impedance measurement on the right ventricular (rv) lead. Device data was sent to rhythmcare for review. Data review determined, the shock impedance measurements, since implant have been variable ranging from 63 ohms to 128 ohms. Rhythmcare provided troubleshooting options. And recommended performing an x-ray to evaluate system placement. This device remains in service. No adverse patient effects were reported.